Manufacturer narrative:
Section h1: correction. Section h4: additional information. Section h10: correction -- manufacturer's investigation conclusion: the report of drops in pump speed and flow blanking was confirmed through the analysis of a data log file retrieved from the returned 2nd gen primary console (serial number (B)(4). Per the log file, the console was supporting a pump at a speed of ~4600rpm and a flow of ~4.5lpm for over 711 hours. At approximately (B)(6) 2019 the log file captured an active system alert:s3 alarm as a result of an active sf_ifd_shutdown_detected fault. After this alarm occurred, pump speed dropped to ~3200rpm and the flow reading dropped to 0lpm. Attempts to adjust pump speed to 4800rpm were unsuccessful and the flow reading remained blank until the console was powered down. The returned 2nd gen primary console was evaluated and tested by the service depot. The reported event could not be verified nor reproduced during their evaluation. The console was tested together with its related mag monitor (serial number (B)(4) for an extended period of time. No issues related to the console's screen going blank, flow issues, or atypical alarms or events were reproduced during testing. The console operated as intended. Routine battery maintenance was performed successfully. The console was functionally tested per the centrimag 2nd gen primary console service process and the unit passed all tests. The returned console was found to function as intended. As a result, the root cause of the reported event could not be conclusively determined nor correlated to a console related issue. The serviced and tested unit was returned to the customer site. The centrimag motor used during this event was not returned for analysis. Although the root cause of the reported event could not be conclusively determined, reports of similar events are being tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3, g2: correction.

Manufacturer narrative:
Approximate age of device- 4 months, 25 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was being supported with a ventricular assist device for acute support. It was reported the console screen "went black" while supporting the patient; the monitor displayed information but perfusionist was unable to turn console screen back on. No flow and s3 alarms were showing on centrimag monitor although rpm was showing, and console was not detecting flow. One bedside specialist checked for flow in cannulas and forward flow was noted. Rpms were reduced to switch the patient to the backup system, causing flow to decrease. Clinician immediately dropped flows to 1l by reducing rpm, and then specialist clamped tubing and changed out consoles to backup. The switch to backup system was performed with no issues. Flow was returned to circuit. It was reported the patient's vitals stabilized and pre and post-oxygenator gas was drawn. An arterial blood gas (abg) sample from arterial line was sent to lab for evaluation of oxygenation status. No additional information was provided.

Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: the report of drops in pump speed and flow blanking was confirmed through the analysis of a data log file retrieved from the returned 2nd gen primary console (serial number (B)(6). Per the log file, the console was supporting a pump at a speed of ~4600rpm and a flow of ~4.5lpm for over 711 hours. At approximately february 1, 2019 the log file captured an active system alert:s3 alarm as a result of an active sf_ifd_shutdown_detected fault. After this alarm occurred, pump speed dropped to ~3200rpm and the flow reading dropped to 0lpm. Attempts to adjust pump speed to 4800rpm were unsuccessful and the flow reading remained blank until the console was powered down. The returned 2nd gen primary console was evaluated and tested by the service depot under work order # (B)(4). The reported event could not be verified nor reproduced during their evaluation. The console was tested together with its related mag monitor (serial number (B)(6), evaluated under (B)(4) for an extended period of time. No issues related to the console's screen going blank, flow issues, or atypical alarms or events were reproduced during testing. The console operated as intended. Routine battery maintenance was performed successfully. The console was functionally tested per the centrimag 2nd gen primary console service process and the unit passed all tests. The returned console was found to function as intended. As a result, the root cause of the reported event could not be conclusively determined nor correlated to a console related issue. The serviced and tested unit was returned to the customer site. The centrimag motor used during this event was not returned for analysis. Although the root cause of the reported event could not be conclusively determined, reports of similar events are being tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.